Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Since the device reached explant indicator due to normal battery depletion, it was decided to evaluate the lead at the change out procedure. No changes have been performed. This lead remains in service. No further adverse patient effects were reported.